Manufacturer narrative:
Samples received: 3 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 1,080 units of this code batch. There are no units in our stock. We have received 3 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment of the samples received and the results fulfil the requirements of b. Braun surgical (bbs): 0.321 kgf in minimum and 1.155 kgf in maximum (bbs requirements: 0.080 kgf in minimum and 1.700 kgf in maximum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Needle detachment.